Event description:
There was an allegation of questionable na electrode, k electrode, and cl electrode results for 1 patient sample on a cobas 6000 c (501) module. The initial na result was 113 mmol/l. The repeated result was 121 mmol/l this result was outside of the laboratory's tolerance for a repeat sample so the sample was repeated again. The sample was repeated on a different analyzer and the result was 128 mmol/l. This result was believed to be correct. The initial k result was 3.4 mmol/l. The repeated result was 4.30 mmol/l. This result was obtained on a different analyzer and was believed to be correct. The initial cl result was 75 mmol/l. The repeated result was 90 mmol/l. This result was obtained on a different analyzer and was believed to be correct. The questionable results were not reported outside of the laboratory. The sample was repeated due to the initial na result being marked as critical in the customer's middleware system.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The investigation is ongoing.

Manufacturer narrative:
Medwatch field d4 UDI was updated. The field service engineer found a missing o-ring in the block and the rinse tubing was leaking. He replaced the packing in the acrylic block and replaced worn/cracked rinse tubings which resolved the issue. The investigation determined the service actions resolved the issue.